Manufacturer narrative:
Findings: pump was received with steady white light with lines on display due to cracked lcd glass. Unable to perform functional testings due to steady white light display. Unit was received with faded serial number label, minor scratched lcd window and cracked select button keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a screen anomaly. The display was solid white. The customer¿s blood glucose level during the incident was around 150 mg/dl. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.